Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that was reported that the caller stated his mom (patient) is in a lot of pain, and does not feel like the ins is working very well. The caller stated the reason why they feel it is not working is because it is not providing enough relief. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2018 and would like a manufacturing representative (rep) there because they believe the ins is not working properly. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and a patient implanted for failed back surgery syndrome and spinal pain. The caller reported that the patient can hardly get the device to work and has been having a lot of problems. The caller stated that the patient has to sit like a statue to recharge. They further explained that the patient will have excellent coupling, then good coupling, but then the controller will lose connection with the implantable neurostimulator (ins) even though the patient has not moved. The caller noted that the patient has to recharge twice a day due to their programming, and it ¿takes forever¿ to recharge. They also mentioned that the controller will show ¿stimulation off¿ when the patient is trying to turn stimulation on, and will stay on when stimulation is turned off. The caller stated that the patient will switch stimulation groups but can¿t get the stimulation to switch back. They indicated that the patient is going to be having mris, but they can¿t get the device to turn off or do anything. The patient mentioned that the stimulation does not work, and they are in a lot of pain. The patient and caller were re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s ins is working properly. The issue was due to user error. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a company representative was received. Rep stated that controller screen displayed a ¿system problem¿ message, rm04. Patient noted getting rm04 multiple time last month. They had issues from day one with charging turning off, coupling inconsistencies, and it took a long time to charge ins. Patient noted the implant only lasted about 12 hours. Rep had patient disconnected recharger and reinserted battery, and the system was working intermittently. It was noted recharger stopped charging. A replacement recharger would be sent. It was noted rm04 with recharger and trouble making connection. No further complications were reported or anticipated.